Event description:
An ophthalmologist returned an intraocular lens as he was unable to fixate the lens in a pt's eye. The model 912, 20.50 diopter lens was initially implanted into the left eye of a 70 year old female pt on 2 june 98. The lens was explanted and replaced with an unspecified anterior chamber lens in a second surgery on 4 june 98. The ophthalmologist stated there was nothing wrong with the lens. The pt needed no further treatment and fully recovered. No further info is expected.